Event description:
The patient's mother contacted animas on (B)(6) 2011 alleging repetitive replace battery alarms. The patient's mother reported that the patient awoke to the replace battery alarm on the morning of (B)(6) 2011. At the time of the alarm the patient had an elevated blood glucose (bg) of 400 mg/dl with symptoms of nausea and vomiting. The reporter stated she treated the patient for high bg with injection and bg came down. At the time of troubleshooting, the patient informed customer support that she replaced the pump's battery with 4 different new batteries and on all occasions when she proceeded to rewind pump, the replace battery alarm would re-appear. During review of pump's history, customer support noted at least 6 replace battery alarms with a date of (B)(6) 2011. It was noted that all the replace battery alarms had a code of (B)(4). Medical surveillance spoke with the patient's mother on (B)(6) 2011 to inquire if the patient obtained a low battery alarm prior to seeing the replace battery alarm. The patient's mother was unable to confirm if the pump alarmed the low battery since the alleged issue occurred while the patient was asleep. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury while on the insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. During testing, the pump emitted a "replace battery" alarm during the load step of an ezprime operation; testing could not be adequately completed. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump history indicated that an empty cartridge alarm occurred on (B)(6) 2011 and went unacknowledged for five hours. A post-delivery motor power issue was observed in the pump history. Evaluation revealed a cold solder connection.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.